Event description:
The pin holder portion of the pelvic stabilizer broke while they were attempting to stabilize a pt with a pelvic fracture who was bleeding profusely. The pt lost blood an extra 10 minutes while another pin holder was located and substituted in the stabilizer device. The rep did not have any details on the pt; but he was told that the dr did not feel any permanent damage was caused and the pt would fully recover.